Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Device was received with a bowed front panel, two small knobs are missing along with 3 small end caps, the battery door was cracked and the tidal volume knob rubs against the battery compartment. The input manifold was loose on the bottom chassis. The technician tested the peep and performed a visual inspection. Peep measured a little high at the maximum setting. The oxygen and knob was broken off. The reported issue was confirmed. The root cause of the reported issue was found to be that the peep needs adjustment and their was impact to the device. The technician adjusted the peep values and replaced small knobs.

Event description:
It was reported that the peep was not in specification, oxygen (o2) knob and flow knob were broken. No patient injury was reported.